Manufacturer narrative:
Device evaluation: the device was given functional testing. During testing, the device gave an error code 1814. This type of error indicates an issue with the device motor. The cause of the motor issue was not established.

Event description:
It was reported that the device gave an alarm with the displayed message of "error 1814". No known adverse effects to patient.